Event description:
The facility alleges the staples would jam upon firing. It is unk when this event occurred. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
The device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.